Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2015 with the following findings: the returned battery cap had damaged/stripped threads. The returned battery cap was unable to secure onto the pump. The battery cap contact height was out of specifications. A test cap was used to complete the investigation. Unrelated to the initial complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was unable to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2014. The reporter has been updated to (B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.